Event description:
New information states that the patient was in a stable condition before, during and after the procedure. It was noted that the lead was subjected to clavicular crush during weight lifting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise on the sense pace portion of the lead. Insulation anomaly was noted. The lead was capped and replaced on (B)(6) 2018.